Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat common bile duct stone removal performed on (B)(6) 2025. During the procedure, the tip of the tome was offset and could not be inserted into the duodenal papilla normally. The procedure was completed with another autotome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of a cutting wire kinked. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation result of cutting wire kinked. Block h11: investigation results. The returned autotome rx 44 was analyzed, and a visual and microscopic inspection found that the working length was twisted at distal section, the tip was damaged also the cutting wire was kinked. No other problems with the device were noted. The results of the analysis performed on the returned device found that the cutting wire was kinked. This problem could be caused by operational factors, such as manipulating the device through difficult anatomy, the used technique for the device manipulation or by the interaction between the device and the scope (hitting against a hard surface). The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.